Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On (B)(6) 2026, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and the device was requested for further investigation. A visual inspection on the returned sensor showed a portion of hydrogel was observed to be missing from the short end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. A review of the in house test data revealed optical instability at the short end distal channel. This was most likely caused by the damaged hydrogel. In-house testing did not reveal any other malfunction. A review of the in vivo sensor glucose data showed occasional variability in the glucose data with reduced alignment between sensor glucose and blood glucose measurements. The raw sensor data revealed optical instability across all four channels, which likely contributed to observed inaccuracies. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The root cause for the observed optical instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a sensor replacement as part of the resolution.